Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported that the bypass tube was already detached on the involved angio-seal evolution device. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. There was no health damage to the patient. Hemostasis was successfully achieved by the second angio-seal device.